Manufacturer narrative:
Concomitant products: product ID: 97712 , serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type lead: product ID; 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the lead had been used for an off label procedure and had eroded through the patient¿s skin. A surgical revision was done to suture the lead down, under the skin. After the procedure an impedance test was performed and showed that no electrodes had out of range values. No product issues had been identified. The patient had been sore from the procedure, but was receiving effective therapy. The patient had been scheduled for a follow-up appointment for the (B)(6) 2014, after which the patient was doing well and continued to receiving effective therapy.